Manufacturer narrative:
The insulin pump unable to prime during prime alarm test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. Unable to perform the occlusion and excessive no delivery alarm test due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was 394 mg/dl. Nothing further was reported.